Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3487a-45, lot# v906063, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-45, lot# v906063, implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported that the patient saw a poor communication screen on their programmer. The patient also saw a low battery screen on the programmer. They were able to use their recharger to communicate with their implantable neurostimulator (ins) and the ins was at 75% charged. The patient tried using the programmer with and without the antenna but that did not resolve the poor communication with the patient programmer. The programmer would not communicate with the ins with or without the antenna. Up until the weekend of the report they had been able to connect but only after trying multiple times. On (B)(6) 2015 the patient's ins turned off due to low battery. They had since charged it to 75%. The patient had a fall in november 2014 and since the fall they had experienced telemetry issues with their patient programmer. The patient felt like the ins may have moved after the fall. The patient was told nothing had moved but no x-rays were performed. When the fall occurred the patient's pain had changed and reprogramming was performed at that time to address the issue.

Event description:
The patient experienced stimulation in the wrong location. The recharger would not go above 50% charged. A reprogram was scheduled for (B)(6). Two days later is was reported that the recharger was not charging and would not charge up to 100%, currently at 25%. The patient keeps the recharger plugged in all the time. Lost coverage was also reported. The events started on sunday. The patient¿s stimulator was reprogrammed and the lost coverage has resolved. If additional information is received, a follow up report will be sent.

Event description:
The patient experienced stimulation in the wrong location. A reprogram was scheduled for (B)(6). Two days later lost coverage was reported. The event started on sunday. The patient¿s stimulator was reprogrammed and the lost coverage has resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3487a-45, lot# v906063, implanted: (B)(6) 2013, product type: lead; product ID 3487a-45, lot# v906063, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)